Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Unit received cracked retainer, minor scratched display window and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 404 mg/dl. Customer's blood glucose value was 404 mg/dl at the time of the call. Troubleshooting was performed. There were small air bubbles in the tubing. Customer changed site every four days. Infusion set cannula was bent. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been received with this report.

Event description:
It was reported via phone call that the customer continued having issues with insulin pump. The customer changed infusion set several times, placed an infusion set and then it quit working. The customer stated their blood glucose was 410mg/dl and replaced the set. The insulin pump alarmed during the high-pressure test, it alarmed insulin flow block. Assisted customer with resetting fill cannula to the correct amount. The customer was advised to monitor insulin pump and call if problem recurs.